Event description:
Patient called to report an adverse event and product issue with his medtronic pain pump and existing flowonix catheter. Patient stated he originally had a flowonix pain pump implanted but had that pump replaced with a medtronic pain pump in 2016, however the flowonix catheter accessory was left in place. Patient stated the medtronic pain pump was then attached to the existing flowonix catheter and has been used together. Patient stated the pump catheter wraps around the left side of his back and goes over muscle. He said you can feel the catheter with your finger and see the line of where it is placed. Patient said he will get extreme night sweats and that two nights ago he woke up suddenly and didn¿t feel right. He said he stood up to relieve the pressure in his back and within 15 minutes it hit him, he felt as if he was overdosing. He said he felt his temperature change and his oxygen went down to 83 while using a CPAP machine. Patient stated the pump had over-delivered medication. Patient believes the catheter maybe partially impinged causing the pump to malfunction. He said that if anything touches the left side of his back where the catheter is while he¿s sleeping, he experiences extreme night sweats, but if nothing touches that area, he¿s fine and there are no delivery issues. Patient stated he¿s concerned that the catheter placement needs to be adjusted or changed. He stated that if it¿s partially impinged that it could be affecting the pump¿s medication delivery, and this could be very dangerous. Patient stated that he mentioned this to the manufacturer who told him they have never heard of this issue, so his doctor is unsure how to proceed with this issue. Patient stated that this pump has greatly improved his life, but he feels the placement of the catheter and the delivery of the pump need to be looked into. Reference report: mw5153482.